Event description:
Additional information was received indicating that the generator was never implanted in a patient. At the time of the reported event, the device was still in the inventory.

Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on 06/17/2015 and system mode diagnostic results revealed high impedance (dcdc code 7). The generator was never programmed and is still at the shipping settings. No patient adverse events were reported. No known surgical interventions have occurred to date.